Event description:
The customer reported that the trigger that activates the knife blade was not working. The device was returned and initial inspection noted that the clear insulation was missing and the webbing at the jaw end was protruding. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.